Event description:
A customer reported experiencing a serious issue related to diabetes, leading to a hospital visit for low blood glucose. The blood glucose (bg) level was recorded at 13 mg/dl during the incident. The customer stated they miscalculated a mealtime bolus, leading to the low bg. No injuries resulted from the event, but treatment involved saline and insulin administered through intravenous fluids, which successfully resolved the issue. The customer did not perform any corrective actions as they were unconscious, and no errors or faults with the pump or its supplies were identified. The pump was checked by technical support and found to function correctly. The customer was discharged from the hospital after two days, and no permanent damage was noted.